Event description:
A report was received that the patient underwent a surgical procedure for an unknown reason. During the procedure, the ipg was exhibiting high impedances so the ipg was replaced.

Event description:
A report was received that the patient underwent a surgical procedure for an unknown reason. During the procedure, the ipg was exhibiting high impedances so the ipg was replaced.

Manufacturer narrative:
The returned ipg was analyzed and no anomalies were found.